Event description:
Healthcare professional reported left side "capsular contracture, grade IV." Device has been explanted.

Manufacturer narrative:
Phone numbers: (B)(6). Additional e-mail: (B)(6). Postal code: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade IV.

Manufacturer narrative:
Device evaluation:visual analysis of the photographs identified through the photos provided, lot number 2436752 and catalog n-tsf180 white biological tissue in the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported left side "capsular contracture baker grade IV." Device has been explanted.